Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient was diagnosed with ketoacidosis. The patient had symptoms of vomiting, nausea, headache, thirsty, felt weakness and tiredness, and had pain in the eyes and throat. The blood glucose result was 288 mg/dl at 4:13 p.m. Prior to the hospital visit. The patient's mother took her to the hospital and she stayed from 5:00 p.m. To 11:00 p.m. The hospital administered insulin, dramin, and tagamet medications. There was no allegation against the infusion device of delivery inaccurate or leakage in the system. Return of the suspect device was requested for evaluation.